Manufacturer narrative:
Ins: the returned device passed all testing in the laboratory and no anomalies were identified. Lead: analysis identified that the conductors were crushed; there was no impact to electrical functionality. Analysis identified that the distal end of the lead was stretched; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-aug-2023, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the intra-op impedances were out of range with 0 and 2 electrodes; they did several impedance checks and all numbers were 4000, but it was noted that the patient was getting bellows. Troubleshooting included increasing settings and impedance of < 50 ohms was observed with c and 0, and other bipolar values were in the high 3000-ohm range. It was noted that the ins had already been replaced with the same issue occurring, so it was determined that there was an issue with the lead. The defective lead was removed and replaced. The new lead and battery were successful, the patient was unharmed, and continued to do well. No further patient complications are anticipated or expected as a result of this event.